Manufacturer narrative:
(B)(6).

Event description:
Information was received from a company representative (rep) regarding a patient implanted with bilateral implantable neurostimulators (ins). It was reported that one of the inss got an out of regulation (oor) message when interrogated with a patient programmer (pp). The patient was only using the simple mode, so no adjustment of the parameter could be made. The battery voltage was unknown, but was at okay status. It was expected the battery voltage did not cause an oor. Stimulation was on. There was no access to electrode impedance at this point, so the rep did not know the impedance values. The rep did instruct the patient¿s physician to check the impedances. The patient experienced oor for a few weeks before a checkup. The only thing the physician did was interrogate the ins with the clinician programmer, and made therapy and electrode impedance. No setting was changed, and there was no obvious problem in impedance measurement either. After the checkup, oor did not display anymore. No patient symptoms were reported.